Event description:
Event description cpi received information that this large patch lead was capped. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead was exhibiting high impedance mesurements and a sensing problem. The physician elected to replace the lead with an endotak lead. Two large patch leads both model 0041 (serial 126328 and 126329) are involved in the patient's lead system, cpi is unable to determine which serial has the problem, therefore will report on serial 126328 at this time.